Event description:
Procedure: lap ventral/umbilical hernia repair. According to the reporter: between (B)(6) 2003 and (B)(6) 2013, 334 patients were operated on laparoscopically for ventral and/or umbilical hernia, with application of a partially absorbable composite mesh. When 166 patients were obese (bmi [(B)(6)), 71 presented with severe obesity (bmi [(B)(6)) and 8 were super-obese (bmi [(B)(6)). Out of 79 patients (29 men, 50 women) treated laparoscopically, 43 presented with umbilical hernias and 36 ventral hernias. Mean patient age was 51.8 years for men and 52.7 for women. Mean bmi was 40.83 kg/m2 (41.02 kg/m2 for men, 40.71 kg/m2 for women). Postoperative follow-up was 18.10 months and recurrence rate was 3.8% (3 patients). This is for one of the three recurrences. Citation: marx l, raharimanantsoa m, mandala s, d'urso a, vix m, mutter d. Laparoscopic treatment of incisional and primary ventral hernia in morbidly obese patients with a bmi over 35. Surg endosc. 2014 jul 10.

Manufacturer narrative:
(B)(4).